Event description:
As reported, the balloons could not be withdrawn during the procedure. Another same like product was used to complete the procedure. There was no adverse event to the patient. The patient¿s information was unknown. The lesion was at anterior descending branch middle segment. The specific status of the lesion was unknown. The product was stored, handled, and prepped according to the IFU. There was no difficulty removing the product from the hoop. There was nothing unusual noted about the packaging or product prior to use. There was no kink noted on the device prior to use. The device did not pass through an acute bend. There was no difficulty advancing the guide wire towards the target lesion. There was no difficulty advancing the device towards the target lesion. It was the first time the balloon was inflated and inserted into the patient. No unusual force was required when using the device. However, the balloons could not be withdrawn. The procedure was completed successfully when the physician changed with the same like product. No adverse event on the patient. The balloons will be returned for investigation.

Manufacturer narrative:
The device is available to be returned for analysis; however it has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days. (B)(6)(. However, contact information was not provided. Concomitant devices: another fire star of the same lot was used in the procedure, lot #15920642. (B)(6(). This is one of two products involved in procedure and the associated manufacturer report numbers are 9616099-2015-00035 and 9616099-2015-00036.

Manufacturer narrative:
Please note that the device was returned for analysis. This is one of two products involved in procedure and the associated manufacturer report numbers are 9616099-2015-00035 and 9616099-2015-00036. Complaint conclusion: the balloons could not be withdrawn during the procedure. Another same like product was used to complete the procedure. There was no adverse event to the patient. The patient¿s information was unknown. The lesion was at anterior descending branch middle segment. The specific status of the lesion was unknown. The product was stored, handled, and prepped according to the instructions for use (IFU). There was no difficulty removing the product from the hoop. There was nothing unusual noted about the packaging or product prior to use. There was no kink noted on the device prior to use. The device did not pass through an acute bend. There was no difficulty advancing the guide wire towards the target lesion. There was no difficulty advancing the device towards the target lesion. It was the first time the balloon was inflated and inserted into the patient. No unusual force was required when using the device. However, the balloons could not be withdrawn. The procedure was completed successfully when the physician changed with the same like product. The balloons were returned for analysis. Two non sterile sakura fire star 2.50 x 15mm ptca balloon catheters were returned. One balloon was already inflated. No anomalies or damages were found. The outer diameter of the balloon was measure and found within specification. A functional test was performed. The device was introduced through a 5f guiding catheter (lab sample) with no resistance felt during the insertion and withdrawal. A device history record (DHR) review of lot 15920642 revealed no anomalies or non-conformances that can be associated with the reported event. The event reported by the customer ¿ptca system - withdrawal difficulty¿ could not be confirmed as anomalies or non-conformances were not found during dimensional and functional analyses. The cause of the event experienced by the customer could not be conclusively determined. However, neither the DHR review nor the product analysis suggests that the reported event could be related to the manufacturing process. Therefore no corrective or preventive actions will be taken at this time.